Manufacturer narrative:
Samples were collected by ER personnel and centrifuged via the automation line. The tubes were lithium heparin 13x75 gel tubes. The customer said the samples were not short sampled or hemolyzed. They were spun down at 3000 for 6 min. Four levels of quality control (qc) were run once a day and customer said the qc had been within limits. On (B)(4) 2009, the field service engineer found and replaced a broken gripper/spinner in the analytical module. Verification testing passed within published specs. A broken gripper/spinner would cause splashing in the analytical module, thus producing erratic erroneous results. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. This is event 1 of 2 reported by the customer. The related MDR is 2122870-2011-05238.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed at a laboratory at beckman coulter, inc. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 1 of 12 reported by this customer. An MDR was filed for each of the two pts reported by the customer.